Manufacturer narrative:
Manufacturer's investigation has determined that the malfunction is consistent with use at this facility in that the beds are moved prior to unplugging them from the wall. The facility has been notified on multiple accounts to advise their staff to first unplug the device prior to transport.

Event description:
It was reported that the bed had no power. No adverse consequences alleged.